Event description:
Information received from a journal article: there was no anomalies noted with the functionality of each device during use. Regarding bile leakage, the drain was removed from the patient after stopping minor bile leakage. No additional surgical care was performed for these cases. The patients were discharged as intended and they had no extended hospitalization. Regarding abdominal abscess, the doctor did not observe leakage from using ace to removing the drain. Abdominal abscess observe after removing the drain. The patients were discharged as intended and they had no extended hospitalization. The abdominal abscess was unrelated to the use of ace, this symptom was referable to patient condition.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. There was no anomalies noted with the functionality of each device during use. Regarding bile leakage, the drain was removed from the patient after stopping minor bile leakage. No additional surgical care was performed for these cases. The patients were discharged as intended and they had no extended hospitalization. Regarding abdominal abscess, the doctor did not observe leakage from using ace to removing the drain. Abdominal abscess observe after removing the drain. The patients were discharged as intended and they had no extended hospitalization. The abdominal abscess was unrelated to the use of ace, this symptom was referable to patient condition.